Event description:
It was reported that the patient experienced ineffective therapy. The patient underwent radiofrequency ablation treatment of the sacroiliac joint. The position of the implantable pulse generator (ipg) in the right buttock created a risk of electro-surgery damage if the ipg remained in situ so the patient underwent an explant of the spinal cord system (scs) and was doing fine post-operatively. The explanted devices were not released by the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: n/a, batch: 21851808.